Event description:
It was reported by the patient's mother that there has been a slight increase of seizures within a "cluster" of seizures observed experienced by the patient. The patient's mother was not sure the vns had really helped with the patient's seizures. Attempts for further information have been unsuccessful to date.